Event description:
It was reported that the patient presented in emergency room after receiving high voltage therapy. Upon interrogation, appropriate high voltage therapy was noted. Also noted was stored non-sustained right ventricular oversensing episodes, causing the implantable cardioverter defibrillator to post-pace t-wave oversense on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were performed resolving the oversensing.